Event description:
Customer reported a blank screen on the display of their adc blood glucose meter and noted it did not turn on when the button was pressed or when a strip was inserted into it. Customer further reported as a result of this issue, they "felt their blood glucose was dropping" and experienced symptoms of "shaky, hot, headache and could not focus". Customer self treated with "one sugar table". Paramedics were called and treated the customer on the scene with "IV glucose and fluids". Customer was transported to the hospital and was diagnosed with hypoglycemia. Customer did not report any treatments while at the hospital and did not receive any new medication that was not previously prescribed. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.